Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture was discovered during implant exchange surgery. The primary reason the patient visited the doctor was because of the pain and displacement felt in her breast caused by capsular contracture. Doctor¿s office later confirmed that the capsular contracture was baker grade IV. As a result, the patient underwent explantation and replacement with a sientra brand breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 06/14/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation (pe) team observed a crease on the edge of the posterior aspect. A rent measuring approximately 1.0 cm was discovered within a shell abrasion area on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Pe concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/11/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/11/2018, mentor received additional information about the event: - the date of event was originally reported as (B)(6) 2018. New information states that the date of event is (B)(6) 2018. - capsular contracture in the patient¿s right breast (concomitant product) was reported. This adverse event will be reported in a separate medwatch report. Manufacturer¿s reference number: (B)(4).